Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and is embedded and migrated the indication for the filter implant as well as any other pertinent medical information has not been provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. With the very limited information provided for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: embedment, migration.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the indication was dvt and pe. The filter was deployed at approximately the l3 level. The filters position was verified post implantation and said to be in good/satisfactory position. The patient tolerated the procedure well and without complication. The filter subsequently malfunctioned and caused injury and damages including, but not limited to embedment and migration. Per in the patient profile form (ppf), the patient reports filter embedded in wall of ivc and device unable to be retrieved. Approximately 3-months post filter implantation, the patient underwent an open abdominal procedure to retrieve the implanted ivc filter. The procedure was unsuccessful. The patient also reports severe back and abdominal pain, discomfort in the chest, and occasional numbness in hands and feet and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety, numbness and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction including embedment and migration that causes injury and damage to the patient. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three months post implantation. The patient reports filter embedded in wall of ivc and device unable to be retrieved. Approximately 3-months post filter implantation, the patient underwent an open abdominal procedure to retrieve the implanted ivc filter. The procedure was unsuccessful. The patient also reports severe back and abdominal pain, discomfort in the chest, and occasional numbness in hands and feet. The patient also reports suffering from anxiety. The following additional information was received per implant records: the patient underwent an ivc filter placement due to dvt and pe. The filter was placed using the right common femoral venous approach and deployed at approximately the l3 level. The filters position was verified post implantation and said to be in good/satisfactory position. The patient tolerated the procedure well and without complication.